Manufacturer narrative:
Investigation summary: the batch history (DHR) analysis, maintenance records and quality notifications were performed and no occurrence were found for this batch. We received pictures sent by the client for evaluation, though no samples were received, so it was not possible to confirm the complaint for the defect and determine the probable root cause and neither to carry out an investigation. In the picture, the defect is not possible to identify. We inform that in the manufacturing process there are actions to avoid this failure mode, in the packaging process and according to the control plan, there is visual inspection activity every 02 hours in 40 pieces. In the same way and during the assembly process, the visual inspection activity needle every 02 hours in 50 pieces. We emphasize that the area of manufacture is according good practice manufacture, the machines are in a controlled environment without contact with external area. Associates who work in the area are equipped with specific clothe, cap and joan d¿arcy cap. In this way, it is avoided that particles from the external environment can reach the product in process. The indicators of production versus quality are monitored so that this mode of failure can be measured for rates and trends.

Event description:
It was reported that bd¿ needle precisionglide 23x1in had foreign particles. This occurred on 35 separate occasions with lot# 8247768 and 12 separate occasions with lot# 8199568. No serious injury or medical intervention was reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8247768; medical device expiration date: 2023-08-31; device manufacture date: 2018-09-05. Medical device lot #: 8199568; medical device expiration date: 2023-07-31; device manufacture date: 2018-07-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle precisionglide 23x1in had foreign particles. This occurred on 35 separate occasions with lot#: 8247768 and 12 separate occasions with lot#: 8199568. No serious injury or medical intervention was reported.